Event description:
It was reported that a pt was connected to the respirator savina (tracheotomy) and ventilated with the mixture of 50%, during a surgical diathermy treatment an inflammation of oxygen occurred. The pt suffered burns. The ventilator was burned. According to the head of the equipment department the incident was caused by the faulty use of diathermy by the hospital staff (diathermy used with the respirator on).

Manufacturer narrative:
Photos and the device log were investigated by the MFR. The analysis of the description, the photos and the device log showed that during ventilation with 100% oxygen an ignition outside the device (pt hose system) occurred, which affected the outer part of the ventilator. No device malfunction caused the reported problem. The user also indicated no device malfunction. The instructions for use (IFU) contain a warning regarding the use of electro-surgical equipment during ventilation.